Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of permanent cautery hook (pch) instrument was separated during use. The user continued and completed the procedure as planned. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that nothing was missing from the instrument's tip and no fragment that fell into the patient. There was no patient injury. The instrument did not collide with any other instruments or hard materials during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the permanent cautery hook (pch) instrument be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: it appears that the main tube has broken and the tan colored component containing the cautery hook has separated from the main tube. There appears to be a piece of the broken main tube stuck on the inside of it. The root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken main at the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. The complaint regarding the tip separated was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
Refer to h11 for follow-up information.